Event description:
It was reported that there was 'low charge time', no pacing, and the device reached elective replacement indicators after 18 months of service life. The device was explanted and no patient complications were reported as a result of this event.

Event description:
It was reported that there was 'low charge time', no pacing, and the device reached elective replacement indicators after 18 months of service life. The device was explanted, and no patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: analysis revealed that the device had an internal short across the battery. The cause of the short was from an iron particle on the device cathode which in turn allowed for a conductive bridge between the cathode and anode. This resulted in the battery depleting sooner than expected based on the device settings. Other text : it was reported that there was 'low charge time', no pacing, and the device reached elective replacement indicators after 18 months of service life. The device was explanted, and no patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Battery device was out of specification in a manner that relates to event pace, failure to premature eri (elective replacement indicator).

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.